Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 42 yr old male was implanted with a impella 5.5 for high risk cardiac procedure. It was reported that patient arrested two times with ventricular tachycardia and ventricular fibrillation. Patient was defibrillated successfully. Prolonged qt was present. Patient defibrillated a few more times with runs of ventricular tachycardia heparin held due to heparin induced thrombocytopenia. Impella 5.5 was successfully weaned and explanted.

Manufacturer narrative:
The investigation for the reported thrombocytopenia and ventricular tachycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia and ventricular tachycardia could not be determined.